Event description:
The patient's device was at elective replacement indicated. The old device was removed and the patient received a new ICD. We also included the tip of the atrial lead that is no longer in use. The right atrial lead upon initial inspection showed that at the insertion to the header, the ring and tip electrodes had become separated. Although the lead parameters were normal, the lead was clearly damaged, so lead revision was performed. The rest of the lead is still in the patient.what was the original intended procedure?device explant.